Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the hospital due to an elevated blood glucose level above 600 mg/dl. Customer was treated with intravenous fluids and was released from the hospital the following day with no permanent damage. Reportedly, the customer bumped into a counter while wearing the pump and the pump touch screen became cracked and unresponsive. Reportedly, customer reverted to insulin pens for insulin therapy.